Event description:
The consumer allegedly went to move the chair, unaware it was in high gear, and ran in to the counter, cutting his leg and requiring stitches. Serious injury is alleged.

Manufacturer narrative:
No malfunction apparent. MFR spoke to dealer and consumers aide. Consumer reportedly does not have sufficient control of his hands. MFR is working with dealer to get chair serviced so chair may be more appropriate for user needs. Malfunction not apparent. MDR filed based on injury claim.